Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace new sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of replace new sensor is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.